Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed downstream occlusion (dso) calibration. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted the downstream occlusion (dso) seal to be degraded. Functional testing was able to verify and duplicate the reported failed dso calibration. The was determined that the dso seal was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.